Manufacturer narrative:
Mindray ds (B)(4), inc. Identified an issue with the die cast of the aluminum caster mount. We have initiated a field correction to replace the affected caster mounts. FDA's (B)(4) district office has been notified of the field correction. They have not yet advised us of the identification number associated with this field correction. The customer was advised of this action via customer notification letter dated (B)(4), 2010. A company service rep replaced the caster mount on the unit in question on (B)(4), 2010.

Event description:
The customer advised a company service rep that while the as3000 anesthesia system was being moved from one room to another, the caster mount broke, and the wheel came off the unit. No injuries were reported.